Manufacturer narrative:
It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-07413. It was reported that pericardial effusion with tamponade occurred. A left atrial appendage (laa) closure procedure was performed. Transseptal puncture was performed and a bsc wire was placed in the left upper pulmonary vein. A watchman® access system (was) was advanced. The dilator was removed and a pigtail catheter was then advanced. They took an angiogram of the appendage and selected 33mm watchman ® laa closure device & delivery system (wds). The closure device was deployed and met all criteria so was then released in the laa. The anesthesiologist and echo physician performed a sweep for pericardial effusion and there was no effusion at the time. The was removed and the access site was closed. The patient was stable; the procedure was noted to be straight forward. Approximately 3 hours after the procedure had concluded, the patient¿s blood pressure dropped and chest pain was noted; pericardial effusion with tamponade was observed. Pericardiocentesis was performed and about 700cc's of fluid was drained. Throughout the course of the evening and overnight an additional 360cc's was drained. The patient was stable. The patient spent 3 nights in the hospital and went home after recovering safely. No further patient complications were reported.